Event description:
It was reported that during a procedure, there was a leak by the connection of the unit. It was further reported that the case was completed successfully and there were no reports of any adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.